Event description:
The customer called for help with his contour meter. He performed control tests while troubleshooting and received a result of 201 mg/dl. The normal control range was 105-144 mg/dl. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.